Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). This report is for unknown screw/unknown lot number. Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. There is no allegation of a complaint against this device; however, because this device is dwelling in the area of the reported event it cannot be disassociated from the reported adverse event, non-union. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three instruments malfunctioned during a revision of a (tfn) trochanteric fixation nail system (original implant date unknown) for a longer tfn on (B)(6) 2017 due to nonunion of a subtrochanteric fracture of left femur. During extraction of the tfn helical blade, the helical blade coupling screw cross threaded into the helical blade and would not come apart. The coupling screw was rendered useless and the helical blade will not come off. The helical blade sleeve was discovered bent at the distal tip and the wire sleeve would not pass through the wire sleeve. Therefore, the helical blade would not go through the helical blade sleeve. Once the helical blade and nail were removed from the femur, a new tfn was inserted into the bone. There was a 5 minute surgery delay. No additional medical intervention was required. The patient was stable following surgery. This complaint is for the revision due to non-union and is linked to (B)(4) which is for four instruments that malfunction during the revision. This report is 3 of 3 for (B)(4).